Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported by the pmi group that a patient underwent right shoulder arthroplasty approximately twelve (12) months ago and is being considered for a pmi product due to a fall. The patient fell on the ground and fractured the scapula around the glenoid implant. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Clarifying event, patient, and reporter information provided. It was reported the patient fell on the ground and fractured the scapula around the glenoid implant. The upper extremities are not used for mobility; therefore, would not cause or contribute to the traumatic fall that led to further injury. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. Upon receiving this additional information about the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A1: patient initials are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.